Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device was not detecting plunger. Error occurred during preventative maintenance. There was no patient, or clinician injury associated with this event.

Event description:
Additional information received: no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front right and left bottom corners, cracked by the tube holder, and cracked right plunger case. Visible contamination was noted. A review of the event history log identified check clutch/plunger lever. The reported issue was able to be duplicated during functional testing. The reported issue was due to normal wear of the lead screw and clutch halves. The root cause of the issue was due to the normal wear of the pump was 10 years old. Replaced lead screw, clutch spring and both clutch halves. Power up, self test and performed infusion and occlusion test.